Event description:
Device issue: stent jumped. Time of device issue: during the procedure. Adverse event: tia. Onset of adverse event: one day after the procedure. It was reported that during a right internal carotid artery procedure, during stent placement, the rx acculink jumped proximally during deployment, covering a portion of the lesion. A second rx acculink was placed to fully cover the lesion. One day post-procedure, the pt experienced a transient ischemic attack (tia) with some right hand numbness and difficulty remembering names, diagnosed as an embolic tia. There was no treatment and symptoms resolved within 2 hours of onset. Due to lack of family support, the pt remained hospitalized until (B)(6) 2010, with no adverse sequela reported, and was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant info.